Manufacturer narrative:
No harm was done to the patient per the facility. The nurse manager indicated they tried to replicate the event using devices from the same lot and could not duplicate any type of breakage. An analysis of complaint trending information was performed and no similar complaints for the lot concerned have been filed.

Event description:
After a colonoscopy procedure had been completed a technician used an us endoscopy cleaning brush to clean the biopsy channel of the scope. Once completed the technician noticed the brush head was no longer attached. The technician searched but could not find the brush head and assumed it had gone down the drain. The scope was reprocessed for use the following day. During the next procedure while pushing a device through the biopsy port of the scope the brush head was pushed out into a patient and immediately retrieved.